Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns pt underwent generator replacement due to end of service (eos). During the surgery, the surgeon noted that the leads were fractured and replaced them. Good faith attempts with the implanting surgeon have been unsuccessful to obtain additional info as the name of treating neurologist is unk at the time. Also, there is no diagnostic results available at mfrs programming history database; thus, a high lead impedance cannot be identified. Good faith attempts to obtain the product returned have been unsuccessful to date.